Manufacturer narrative:
(B)(4). No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Event description:
It is reported that the patient is experiencing pain and is unable to bend knee.

Manufacturer narrative:
Other devices used: catalog #00599603212, nexgen lps articular surface, lot #76257100. The following were manufactured by zimmer (B)(4): catalog #00598603701, nexgen option stemmed tibial component, lot #60740902. Catalog #00597206529, nexgen all poly patella, lot #60769613. This report will be amended when our investigation is complete.

Manufacturer narrative:
To date, no product has been returned for inspection as the devices remains implanted in the patient therefore an evaluation could not be made. Implant component and lot numbers have now been provided along with the primary total knee arthroplasty (tka) surgical notes. Compatibility of the implants was verified with no issues found. A review of the surgical notes found no deviations or anomalies related to the surgical technique. The notes state that the trials were tested with no issues noted. Then again after the final implants were cemented in place: there was full extension, no recurvatum and no flexion contracture. The flexion and extension gaps were equal. Patellofemoral tract was appropriate. Per the package insert for nexgen devices, pain is a possible issue after tka. Based upon the evidence provided, no definitive root cause for the patient¿s symptoms remains undetermined. Should new evidence be presented, this complaint will be reopened and reviewed for an update.